Event description:
It was reported that the insulin gauge was inaccurate. Customer reloaded the cartridge in an attempt to resolve the issue and declined further troubleshooting with tandem technical support regarding the issue. There was no adverse impact to the customer's blood glucose level.